Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 21. On (B)(6) 2022, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.